Event description:
Medtronic received information that during use of an external drive motor instrument, it was reported that cardiopulmonary bypass was initiated with flows at 2.1 index. Over the next 10 minutes flows gradually dropped for no apparent reason. Surgeon was notified. He ordered bypass terminated pump head was re-seated, lines checked, cannulas checked. Bypass reinitiated but flows still would not come up. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported low flow issue was not verified during service. Service technician could not confirm an issue with the unit, as it performed as designed. Verified proper operation. Performed complete performance verification and calibration procedures according to manufacturer specifications. Instrument passed all tests. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that, due to the reported issue, the flow to the patient was decreased. In order to address the issue, the customer increased the rpm, re-seated the pump head and checked for kinks on the instrument. A hand-crank was not used and there was no error messages displayed. The following safety systems were in use during the procedure: level sensor, bubble detectors, alarms and arterial line pressure sensors. Device evaluation summary: the reported flow issue was not verified during service. The service technician could not confirm any issue with the instrument and it was performing as designed. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the field by a medtronic field service technician. The instrument was not returned to a medtronic facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.